Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field r wave oversensing on the atrial channel. It was noted that the oversensing led to automatic mode switch episodes. Programming changes were discussed but not made. There were no patient consequences.